Event description:
Rptr alleged discrepant blood glucose results of 73 mg/dl at 12:55 pm back to back with a result of 123 mg/dl performed at 12:59 pm on the compact sys with strip lot 20654241 and exp date 4-30-08). As a result, customer stated taking oral diabetes medications however, no other actions were taken or treatment rec'd reportedly. It was not provided as to where the comparison was performed. A request was made for the return of the suspect prod and replacement prod was sent.

Manufacturer narrative:
The suspect prod is the compact test drum.